Manufacturer narrative:
Correction in section b5 - describe event or problem: typographical error. Sid corrected from (B)(6). Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 84475ud00. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with the complaint lot number and complaint issue. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit of the complaint lot. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and adequately addresses the current issue. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitivity troponin-I reagent lot 84475ud00 was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a 39-year-old male patient. (<34 = normal >34= high) sid (B)(6), initial result = 356 ng/l, repeat result = 361 ng/l, new sample 4 hours later with sid (B)(6) = 433 ng/l, repeat result = 400 ng/l. The patient was transferred to another hospital (B)(6) due to facility not handling cardiac patients. (B)(6) results troponin result = <2.5 ng/l, EKG normal and no complaint of chest pain result from quest with sid (B)(6) = <3 ng/l no impact to patient management was reported.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I results for a 39-year-old male patient. (<34 = normal >34= high). Sid: (B)(6) initial result = 356 ng/l, repeat result = 361 ng/l, new sample 4 hours later with sid: (B)(6) = 433 ng/l, repeat result = 400 ng/l. The patient was transferred to another hospital (B)(6) hospital) due to facility not handling cardiac patients. (B)(6) hospital results troponin result = <2.5 ng/l, EKG normal and no complaint of chest pain. Result from quest with sid: (B)(6) = <3 ng/l. No impact to patient management was reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.